Event description:
It was reported a patient experienced peritonitis. The patient was hospitalized for the event. The patient was treated with unspecified antibiotics. Four days after hospitalization, the patient experienced unspecified complications. The patient started hemodialysis in addition to pd therapy on an unspecified date. The treatment for the complications was not reported. The patient was discharged after eight days of hospitalization, however it was unknown at the time of the report if the patient recovered from the events. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information was received regarding the unspecified complications that the patient experienced. It was clarified that these complications were the same as the peritonitis that the patient had. Additional information was requested but is not available. Should additional relevant information become available, a supplemental report will be submitted.